Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was attributed to poor coupling between the patient and the device. The x series advanced operator's guide (pn: 9650-005355-06) (rev: b) speaks to pad application and patient skin preparation, warning the user that "excessive body hair or wet, sweaty skin may interfere with electrode adhesion. Remove the hair and/or moisture from the area where the electrode is to be attached." The pads used during the event were not available for evaluation, but the device and multifunction cable were tested at the customer site and did not duplicate the malfunction. The device was returned to service. Analysis of reports of this type has not identified an increase in trend.